Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid dose and concentration not reported via an implantable pump. On (B)(6) 2020 the patient reported that their healthcare provider told her the pump alarm was going off. Per the patient it happened this year and the patient guessed it was because it was empty. The patient stated she never heard any alarm.